Manufacturer narrative:
No blank display anomalies or display type anomalies noted during testing. The inulin pump was received with constant motor error alarms during rewind due to corrosion on motor assembly. Unable to perform self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test, and excessive no delivery test, the stop (idle) current test and the run current test due to motor error alarms. The inulin pump was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and moisture damage noted on all electronic assemblies.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Thecustomer did not provide their blood glucose value at the time of the incident.the customer stated there was fluid/moisture under the lcd display. Customer replaced the battery and the device started working. Self-test was performed and passed. The insulin pump will be returned for analysis.